Manufacturer narrative:
Batch review performed on 21-nov-2024 lot 2338088: (B)(4) items manufactured and released on 02-oct-2023. Expiration date: 2028-09-18. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. The surgeon resurfaced the patient's natural patella, which is a common practice in case of not patella resurfacing during primary surgery, and there is no alleged device deficiency or contributing factor associated with this occurrence. The surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
At about 10 months after the primary, the patient came in reporting anterior knee pain and instability and the cause is unknown. The surgeon resurfaced the patient's natural patella and revised the liner (10mm) with a thicker one (12mm). The surgery was completed successfully.